Event description:
In 2005 the pt sought medical care at a local clinic due to pain and tearing in left eye and was prescribed medications. The patient had been wearing hard contact lenses and switched to acuvue 2 in april 2005. Four months later, the pt returned to the clinic and was diagnosed with a corneal ulcer and was referred to the university hospital. The patient was evaluated at the hospital and was diagnosed with a bacterial corneal ulcer in the left eye with corneal clouding and conjunctivitis in the right eye. The pt was treated as an outpatient and the treatment is continuing. The pt has reduced vision in the left eye due to corneal clouding and the patient may require laser surgery or corneal transplant. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successcully completed.

Event description:
Additional info received from japan affiliate. Medical treatment: on 8/20/2005, the pt was prescribed gatifloxacin hydrate, and diclofenac sodium. On 8/23/2005, the pt was prescribed gatifloxacin hydrate, and cemenoxime hydrochloride at the kansai medical univ hosp and was instructed to apply every hour. On 9/1/2005, the pt was prescribed fluorometholone at the kansai medical univ hosp, to apply every two hours. 1. Those medications were discontinued and the pt was instructed to apply a steroid for three months to relieve the corneal clouding in the left eye. Product received for eval: one lens in a lens case and two opened blisters. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet co standards for diameter, base curve and center thickness. An edge chip was observed on the lens in a lens case no additional info is available at this time.